Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. "Instructions for safe use" gives instructions on how to operate the bent tube and how to check it in detail. By operating and inspecting the endoscope in accordance with IFU, it is possible to reduce bending section damage and detect abnormalities safely. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during percutaneous nephrolithotomy (pcnl) of the subject device, the bending section of the subject device was broken. The user replaced the subject device to another one and completed the procedure. There was no report of patient injury associated with the event.